Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 08.21.2017 it was reported to k2m, inc. That the implanted plate had disengaged post-operatively. Patient was revised on (B)(6) 2017. Related to 3004774118-2017-00130.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The screw holes showed wear consistent with introduction of screws, however the wear was relatively slight compared to other plates subjected to locking and unlocking in testing. The degree of wear indicates that the tifix locking mechanism was not sufficiently engaged. Independent material analysis confirmed that the metallurgy was within specification.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the implanted plate had disengaged post-operatively. Patient was revised on (B)(6) 2017. Related to 3004774118-2017-00130.